Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate. The ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow buttons were sticking for a couple of weeks. The patient claimed the pump was inoperable due to a crack in the battery compartment. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and cleaned the pump with a warm damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.